Event description:
Patient reported that, she had essure implanted on the date above and experienced series of medical issues such as blurred vision, cramps, abdominal pain, fatigue, itching, headache, rashes, uncomfortable having sexual intercourse. She said she had ablation done on (B)(6) 2008 due to heavy bleeding. She also had hysterectomy at an early stage of her life ((B)(6) 2016) just to get rid of the essure. She would like FDA to create an awareness of the irreversible side effects of this device.